Event description:
It was reported that there was fluctuating battery voltage and was at 2.16 at times. It was also reported that the patient had chronically low blood pressure. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the device was returned and analyzed. Analysis revealed the returned device indicated high impedance in the battery. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. S2d analysis revealed: elective replacement indicator due to low battery voltage recorded on (B)(6) 2013 prior to explant. (B)(4) installed on (B)(6) 2011. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-58, (B)(6) 2006, implantable pacing lead; 5076-52 implantable pacing lead, (B)(6) 2006. (B)(4).